Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported device expiration issue appears to be related to the use error. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster, coronary stent graft system, instructions for use states: note the product use by date specified on the package. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that after the successful implantation of the 4.0 x 19 mm graftmaster stent, it was realized that the graftmaster had exceeded its expiration date and should not have been used in the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.